Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 was present in history and trace files due to corrosion on the force sensor assembly also, slight corrosion was found in the battery tube, moisture damage the motor assembly and severe corrosion on all the electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error. The blood glucose reading was 11 mmol/l.